Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 3th day, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient has not recovered from the event, but was discharged from the hospital. No additional information is available.